Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that:: it was reported that patient was originally implanted with one (1) titanium ti distal femur liss plate and eight (8) screws on an unknown date to treat a distal femur fracture. On (B)(6) 2016, the patient returned to the operating room to undergo the scheduled hardware removal surgery. During the surgery while removing two of the titanium locking screws with large hexagonal screwdriver shaft, the tip of the screwdriver shaft broke off in the screw head. Then surgeon used second large hexagonal screwdriver shaft to remove the screw and tip of it also broke off in the screw head. Both the broken tips of the screwdriver shafts were retrieved and no piece of the instruments remained in the patient. Per surgeon these two titanium locking screws were too tight and cold-welded into the plate. Therefore surgeon first drilled out the heads of the screws to get the plate off and then removed the screw shafts with screw removal set. The tissue was cleaned and all fragments were completely removed from the patient. All the hardware was removed with no further complications. There was surgical delay of 10 minutes due to the reported event. Third screwdriver shaft was readily available to complete the procedure. Surgery was successfully completed with no patient harm. Patient status reported as stable. One 314.56 large hexagonal screwdriver shaft/long and one 314.560 large hexagonal screwdriver shaft/long were received at customer quality (cq) for evaluation with complaint category "tip broken intraoperatively". This complaint is confirmed, as the returned devices were received at cq with the distal hex tips missing. Only one jagged edge of one corner of the distal hex tip still remains on 314.56 lot#1005 and for the 314.560 lot#8583118 the shear occurred at the hex base and no jagged hex wall corners remain. The sheared off tip fragments were not returned for evaluation. Whether this complaint can be replicated is not applicable as the devices are already broken. A visual inspection, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. No new, unique or different patient harms were identified as a result of this evaluation. Additionally, the calculated occurrence rate is acceptable with the applicable design and clinical risk management occurrence rate. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Concomitant device: titanium distal femur liss plate 9 holes/236mm-left (part # 422.345, lot # unknown, quantity-(B)(4)), locking screws (part # unknown, lot # unknown, quantity (B)(4)). Therapy date: unknown. (B)(4). Manufacturing location: (B)(6). Manufacturing date: nov 05, 2013. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was originally implanted with one (1) titanium ti distal femur liss plate and eight (8) screws on an unknown date to treat a distal femur fracture. On (B)(6) 2016, the patient returned to the operating room to undergo the scheduled hardware removal surgery. During the surgery, while removing two (2) of the titanium locking screws with large hexagonal screwdriver shaft, the tip of the screwdriver shaft broke off in the screw head. Surgeon then used second large hexagonal screwdriver shaft to remove the screw and the tip of a second large hexagonal screwdriver shaft also broke off in the screw head. Both the broken tips of the screwdriver shafts were retrieved and no piece of the instruments remained in the patient. As per surgeon, these two (2) titanium locking screws were too tight and cold-welded into the plate. Therefore, surgeon first drilled out the heads of the screws to get the plate off and then removed the screw shafts with screw removal set. The tissue was cleaned and all fragments were completely removed from the patient. All the hardware was removed with no further complications. There was surgical delay of 10 minutes due to the reported event. Third screwdriver shaft was readily available to complete the procedure. Surgery was successfully completed with no patient harm. Patient status reported as stable. Concomitant devices reported as: titanium distal femur liss plate 9 holes/236mm-left (part # 422.345, lot # unknown, quantity-(B)(4)), locking screws (part # unknown, lot # unknown, quantity (B)(4)) this is report 2 of 4 for (B)(4).